Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown.

Event description:
During a pfa atrial fibrillation procedure, the sheath was noted to be leaking air and st elevation occurred. After inserting the sheath, making transseptal puncture, removing the dilator/wire, drawing back, flushing forward, and hooking up to the flush line, st elevation was observed for a few minutes. The st elevation then resolved on its own.